Manufacturer narrative:
This lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high pacing thresholds, and a decrease in impedance measurements, which was observed via latitude (remote monitoring system). Additionally, a micro-dislodgment was observed. Surgical intervention was performed to reposition the lead. No additional adverse patient effects were reported.